Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation and three electronic photos were provided for review. The investigation is confirmed for material discolored, as the needle tip was found to be discolored in both the photo review and the visual evaluation. The investigation is inconclusive for the reported foreign material, as the device was inadvertently decontaminated prior to evaluation. Three electronic photos were received and reviewed. The first photo shows one maxcore biopsy needle lying atop several brown paper towels. Above it is a sterilization pouch. The two slides are in the initial position. No anomalies can be noted. The second photo shows a close-up of the maxcore biopsy needle tip with the sample notch exposed. The photo shows a brown discoloration on the stylet near the sample notch. The third photo shows a close-up of the maxcore biopsy needle tip with the sample notch exposed. The photo shows a red-brown discoloration on the stylet tip. Based on the photo review, the investigation can be confirmed for material discolored. The root cause is likely supplier-related, as the component is supplied and assembled with the discolored area of the stylet covered by the cannula. However, the discoloration was not discovered during the manufacturing process and may have occurred during manufacturing as well. Labeling review: the current (B)(4) IFU (instructions for use) states: directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to specific organ being biopsied.

Event description:
It was reported that during preparation for a biopsy, upon priming the top slide of the device the stylet allegedly was colored. There was no patient contact.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records was performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, upon priming the top slide of the device the stylet allegedly was colored. There was no patient contact.